Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that the patient's pump went dry within the last 24 hours or so, the most 36 hours per healthcare provider (hcp). The hcp stated that they were going need assistance on a particular case later today. Hcp stated that the pump was empty and they needed assistance priming the internal pump. Agent reviewed that there was nothing in the internal pump to push out the reservoir and there was no need to prime in this case. Caller stated that the patient did not have any symptoms.